Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl. Customer¿s other blood glucose level were 70 mg/dl and 80 mg/dl. Customer declined troubleshooting for low blood glucose. Customer stated that the insulin delivery was suspended due to sensor glucose. Customer stated that there was very little blood on sensor one time and lancet device was broken. The insulin pump will not be returned for analysis.